Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the cause of the 10 hour motor stall was not determined. A second motor stall occurred on (B)(6) 2019 and did not recover. The patient was sent to spine surgeon for replacement of the pump. The current status of the pump was reported as ¿non-functioning¿ it pump. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and it was confirmed that there was no emi (electromagnetic interference) or magnetic sources present. The patient¿s pump had stalled on (B)(6) 2019 and recovered 10 hours later. The doctor checked the logs and no more stalls were seen. The patient did have withdrawal symptoms but had oral meds at home. No further complications have been reported as a result of this event.